Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Updated d4, d8, h2, h3, h4, h6, h11. Based on the product inspection, olympus confirmed the knife head was fractured, and the tip was missing and the broken portion was scorched and melted. However, the root cause could not be identified. Therefore, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the single use electrosurgical knife was fractured. The issue occurred after the therapeutic procedure (endoscopic submucosal dissection); the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.